Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The lesion was located in a non-calcified right coronary artery. The physician was preparing to insert a 2.50x16mm taxus liberte drug eluting stent, when distal stent damage was noted. The procedure was completed with a different device. No patient complications occurred. Patient status is good.